Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed and very few using time was found. No infusion was recorded on the reported date (march 1st). Only four days of use between march 10th and 15th. Two battery pre-alarms were identified (no battery alarm) and no technical error. This data is insufficient to confirm the reported event. The reported device was sent to brézins for investigation. Nothing was detected during visual check. Several tests were carried out. Battery tests performed successfully and were compliant with IFU specifications. The reported event could not be reproduced. However during device checking some technical errors were triggered: error 51 is not linked to the event and was likely due to a trace of glue found on the speaker which could lead to a slight stiffness of the membrane. Error 49 could be linked to the event but was not found in the device log. The reported event is likely due to a dysfunction of the rear sub-assembly but as no visible defect was detected during investigation no root cause could be identified. To our knowledge this complaint was not related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
At patient's home; issue with pump loading (charging issue).